Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the atrial lead into the pulse generator atrial port. With the use of silicone oil, the lead was able to be successfully inserted and implanted. No adverse consequences occurred to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.